Manufacturer narrative:
B1 - corrected to adverse event in initial MDR. B2 - corrected to required intervention to prevent impairment/damage (devices) in initial MDR. H1 - corrected to serious injury in initial MDR. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vicm5_13.2 implantable collamer lens, -03.00 diopter, due to the lens tore during surgery. The backup lens was implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
(B)(4).